Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("essure removal") in an adult female patient who had essure inserted for contraception. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. In (B)(6) 2009, the patient had essure inserted. In 2009 she experienced myalgia ("severe muscle pain"), inflammation ("inflammation"), skin disorder ("dermatological problems"), urinary tract infection ("urinary tract infections") and renal colic ("renal colics"). In (B)(6) 2021 she underwent medical device removal (seriousness criterion intervention required). Essure was removed on an unknown day of the same month. The patient was treated with surgery (essure removal). At the time of the report, the myalgia, inflammation, skin disorder and urinary tract infection had not resolved. The reporter considered inflammation, medical device removal, myalgia, renal colic, skin disorder and urinary tract infection to be related to essure administration. The reporter commented: almost immediately after the insertion of the essure contraceptive devices came the onset of symptoms that are characteristic of an adverse reaction to such devices. These ailments required her to seek medical care during all these years, at hospitals. Lastly, in (B)(6) 2021, our client had to undergo surgery for the removal of the essure devices, of whose adverse effects she was never informed, and the negative consequences generated in her organism persist even to this day. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 29-jun-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') in an adult female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. In (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced myalgia ("severe muscle pain"), inflammation ("inflammation"), skin disorder ("dermatological problems"), urinary tract infection ("urinary tract infections") and renal colic ("renal colics"). In (B)(6) 2021, the patient underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (essure removal). Essure was removed in (B)(6) 2021. At the time of the report, the myalgia, inflammation, skin disorder and urinary tract infection had not resolved. The reporter considered inflammation, medical device removal, myalgia, renal colic, skin disorder and urinary tract infection to be related to essure. The reporter commented: almost immediately after the insertion of the essure contraceptive devices came the onset of symptoms that are characteristic of an adverse reaction to such devices. These ailments required her to seek medical care during all these years, at hospitals. Lastly, in (B)(6) 2021, our client had to undergo surgery for the removal of the essure devices, of whose adverse effects she was never informed, and the negative consequences generated in her organism persist even to this day. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.